Event description:
It was reported that an fsl3+ sensor would not connect to the ilet because the sensor had been first activated with the libre application, resulting in the sensor being in use by another device and unavailable for pairing with the ilet. Symptoms included no continuous glucose data to the ilet. Outcomes included the need to replace the sensor and instructions to initiate the new sensor using the ilet application to ensure proper pairing. Investigation included a review of device setup and user workflow, along with troubleshooting and education provided by support. Investigation of this case revealed that the sensor was correctly functioning but was locked to a different application due to initial scanning with the libre app, which prevented pairing with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error resulting in the sensor being paired to another device.